Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component and the rail of the complaint sample were observed to be positioned incorrectly, allowing the staples to become misaligned and out of position at the back of the cover block. In addition, the bottom component was observed to be bent in the cover block. Functional testing could not be performed due to the misaligned staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35r 6/box lot # 73h2300497 was manufactured on 08/15/2023 a total of (B)(4) pieces. Lot was released on 08/30/2023. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "there are 5 staples jammed, 1 staple unable to release, and 7 staples split apart". A new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".